Manufacturer narrative:
Follow-up #1: date of submission 04/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was evidence of short battery life confirmed in the black box history. The black box showed several drastic voltage drops leading to replace battery (cs128) alarms and low battery (cs177) warnings. An ez-prime sequence was performed correctly and all currents draws were out of specification. A short battery life complaint was duplicated. The pump¿s cover was removed and moisture corrosion was found internally. All currents readings returned to specification after unplugging the continuous glucose monitoring module flex from the printed circuit board. Unrelated to the original complaint, the display was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).